Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -12.00 diopter, in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to patient felt bad because her visual acuity had improved too much, and had a feeling of a foreign body. The surgeon did not implant another lens. The cause of the event was unknown.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture and residue on the lens. Visual inspection found the optic and haptic torn. Claim#: (B)(4).